Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date? (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a fallopian tube surgery in (B)(6) 2021 and suture was used. During the surgery, pulling off of the suture needle occurred. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.